Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported that she is concerned with her hearing performance after a trauma. Speech discrimination scores have declined.

Manufacturer narrative:
Conclusion: according to the received information from the field, the recipient's hearing decreased over time. Imaging revealed a partial migration of the active electrode array out of cochlea, which most likely caused the decrease of hearing performance. The observed dizziness and uncomfortable sensation were likely a consequence of electrical stimulation in the middle ear following this partial migration. A revision surgery to re-insert the active electrode into the cochlea was carried out successfully. This is a final report.

Event description:
The recipient expressed concerns about hearing performance with the device. A gradual decrease in hearing with the device was experienced; in (B)(6) 2018 speech understanding had dropped from 90 % to 68 % and in march 2019 speech testing was at 22 %. Also, audio processors were replaced due to sound quality fluctuating. Imaging revealed that channels 11 and 12 were extra-cochlear. Successful re-positioning surgery was performed on (B)(6) 2019.